Manufacturer narrative:
Device had unresponsive act button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under/over delivery anomaly and unable to communicate to carelink-pro due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose level and the customer was alleging the insulin pump for over delivery. The blood glucose level of the customer was 54 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 212 mg/dl. The customer treated low blood glucose level with the food. Based on report the customer was alleging the insulin pump for over delivery because the customer believed that the insulin pump was delivering the insulin when it was suspended. The insulin pump will be returned for the analysis.